Event description:
During service at baxter, a technician discovered a colleague infusion pump with a failure code 810:11 caused by ail pcb (air in line printed circuit board) out of calibration and was recalibrated by service. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module master software version for this device is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4).